Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated dexcom g7 pairing failures with the ilet during sensor start attempts, including two initial attempts and a subsequent attempt after replacing the g7 sensor and entering the pairing code via the ilet menu. Symptoms included no adverse clinical effects, with blood glucose in range and unaffected. Outcomes included no injury and no hospitalization. Investigation included guided troubleshooting and user education, including initiating a new sensor session, entering the pairing code, waiting the recommended pairing interval, and advising follow-up if unsuccessful. Investigation of this case revealed a connectivity/pairing issue between the ilet and the dexcom g7 without evidence of impact to glucose control. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate pending additional information and not reproducible to a specific device malfunction.